Event description:
The technician alleged, the bed had hilo head drift. Tech found a faulty CPR/trend valve. He replaced valve to resolve. The worn rubber on the valve allowed the drift.

Manufacturer narrative:
Evaluation of the drill confirmed the reported complaint of the tip breaking off. The break area shows no materials voids. The proximal end/flats that interface with the drill chuck are damaged. Drill shaft is slightly bent. It appears the drill was improperly chucked which contributed to the reported incident. (B)(4).

Event description:
The case was a hip arthroscopy and the surgeon was doing a labral repair. The entire sharp part of the drill is implanted in the acetabulum of the patient. Sales rep confirmed, the surgeon did not attempt to retrieve the broken piece. The broken drill was completely embedded into the acetabulum.

Manufacturer narrative:
The device has not been received for evaluation. (B) (4)